Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, impactor device, unknown UDI:(B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that following sterile processing and during case setup, it was noticed that the surgical impactor devices (x2) were leaking brown stains and purple stains were seen from both units. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device the device was visually inspected as received from the customer. It was found that the device passed all visual inspections. The device passed all inspection criteria according to the diagnostic assessment. The investigation consisted of several actions to try and identify the cause of the reported condition. Ultimately, we were unable to identify the cause of the discoloration observed by the reporter. The investigation steps and findings are summarized below. The four (4) impactors reported on the subject complaints were returned for investigation. The devices were visually inspected for damage and evidence of fluid residue. No damage or fluid residue was noted on the returned devices. The devices were wiped with a clean swab in order to capture any potential contamination on the devices and no residues were detected on the swabs. The returned devices were then cleaned and sterilized per the IFU at the highest temperature settings permitted by the instructions for use; in an attempt to replicate the reported condition. There was no evidence of leakage detected. The devices were then disassembled and inspected with no evidence of leakage or residue identified. Therefore, the reported condition could not be confirmed. The assignable root cause was not determined since no problem was found.